Event description:
It was reported that this brady lead was a case of an attempted implant in the deep septal due to bent of the helix as the physician was in attempt to clean the helix. This lead was replaced with the same model, never in service and will not be returned. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.